Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of battery sn (B)(4) has been completed. The reported problem (won't power up and battery faults) has been confirmed. Upon investigation the battery was unable power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse events occurred from the damaged monitor or battery.

Event description:
A us distributor reported that a patient's monitor and battery would not power on. Additionally, a patient's battery was displaying battery faults.